Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 11/20/2014 with the following findings: no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A visual inspection and a fill test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the cartridge was leaking, and that the patient had a blood glucose of 628 mg/dl. This complaint is being reported because the patient experienced hyperglycemia and the cartridge leak was not resolved.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.